Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. The photo provided confirms the reported failure. Although, it was reported the breakage occurred outside of the patient. Based on the information provided, the procedure completed using a sn backup device without a surgical delay or injury to the patient. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be can provided, this complaint will be re-assessed. A visual inspection confirmed the freedom post shows nicks. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Some potential probable causes for this event could include material in use, over torqueing or a procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that the nut of the freedom post broke while tightening. The procedure was completed using a sn backup device. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.